Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the air/water cylinder and suction cylinder had no color, due to a scratch on the plastic distal end cover, insulation resistance value at the distal end did not meet standard value, due to clogging of the nozzle, water removal ability, air supply volume and water supply volume did not meet standard value, the image guide protector had a scratch, the connecting tube had a wrinkle, the light guide connector had corrosion, and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a presence of foreign material in the nozzle, plastic distal end cover, connecting tube and the adhesive on the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.